Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019. The patient drove himself to the hospital but collapsed on his way into the emergency room. The lifevest reportedly was not alarming at the time. Hospital staff found the patient, began performing CPR, and removed the lifevest. The patient subsequently passed away after the lifevest was removed. Download data from the device indicates that the patient was in bradycardia (40 bpm) at 12:47:22, which is considered a non-treatable rhythm. They bradycardia rhythm transitioned to sinus tachycardia before degrading to vt (150 bpm) with motion artifact. The patient then further degraded to vf with motion artifact. It is likely that the patient lost consciousness and fell at this time, as the lifevest download data shows that the lifevest electrodes did not have solid contact with the patient's skin. At this time CPR artifact was evident in the ECG download, indicating the arrival of hospital staff. The patient remained in vt/vf with CPR artifact for approximately 12 minutes before being externally defibrillated by hospital staff. The patient remained in vf for 27 seconds before the rhythm spontaneously converted to bradycardia (50 bpm slowing to 20 bpm). The patient remained in bradycardia with evidence of CPR artifact until the lifevest was shutdown at 14:49:39 on (B)(6) 2019. The presence of the CPR artifact and motion artifact prevented the lifevest from satisfying the detection algorithm and delivering a treatment during the run of vt/vf.